Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain"), device breakage ("the essure coil began breaking"), device dislocation ("both inner and outer coils were removed from the abdomen") and genital haemorrhage ("abnormal bleeding") in a 28-year-old female patient who had essure (batch no. 20222096) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included depression, anxiety, fatigue, chronic diarrhea, stomach pain, low back pain, neck pain, jaw pain and infection. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital hemorrhage (seriousness criterion medically significant), fatigue ("fatigue"), pruritus ("itching of hands and feet"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal distension ("bloating"). In 2011, the patient experienced bacterial vulvovaginitis ("bacterial vaginitis") and diarrhoea ("chronic diarrhea"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), vaginal infection ("vaginal infections"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), abdominal pain ("abdominal pain"), back pain ("low back pain"), neck pain ("neck pain"), pain in jaw ("jaw pain") and complication of device removal ("the essure coil began breaking into multiple areas making it very difficult to remove intact"). The patient was treated with antibiotics, surgery (underwent a device removal surgery / (B)(6) 2016 bilateral salpingectomy), surgery (underwent a device removal surgery / (B)(6) 2016 bilateral salpingectomy) and surgery (underwent a device removal surgery / (B)(6) 2016 bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain had resolved, the device breakage, genital hemorrhage, abdominal pain lower, fatigue, vaginal infection, vaginal hemorrhage, menorrhagia, bacterial vulvovaginitis, pruritus, dysmenorrhoea, abdominal distension, diarrhoea, abdominal pain, neck pain, pain in jaw and complication of device removal outcome was unknown and the back pain was resolving. The reporter provided no causality assessment for complication of device removal, device breakage and device dislocation with essure. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, back pain, bacterial vulvovaginitis, diarrhoea, dysmenorrhoea, fatigue, genital hemorrhage, menorrhagia, neck pain, pain in jaw, pelvic pain, pruritus, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy in removal date, in removal detail its mentioned as (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: total bilateral occlusion. (B)(6) 2010, hysterosalpingogram (hsg). Result- total bilateral occlusion. That the procedure was successful and that I have a bicornuate uterus. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain. Most recent follow-up information incorporated above includes: on 21-jun-2018: medical records received. Essure lot number updated. Events per mr: the essure coil began breaking, the essure coil began breaking into multiple areas making it very difficult to remove intact and both inner and outer coils were removed from the abdomen were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain"), device breakage ("the essure coil began breaking"), uterine perforation ("perforation uterus"), device dislocation ("both inner and outer coils were removed from the abdomen"), menorrhagia ("abnormal bleeding (menorrhagia)") and genital haemorrhage ("abnormal bleeding") in a 28-year-old female patient who had essure (batch no. 20222096, 901335) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included depression, anxiety, fatigue, chronic diarrhea, stomach pain, low back pain, neck pain, jaw pain, infection, vaginal bleeding and menorrhagia. Concomitant products included oral contraceptive nos, topiramate (topamax) since 2007 and zonisamide (zonegran) since 2007. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), pruritus ("itching of hands and feet") and abdominal distension ("bloating"). In 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), bacterial vulvovaginitis ("bacterial vaginitis"), dysmenorrhoea ("dysmenorrhea (cramping)"), diarrhoea ("chronic diarrhea"), stress urinary incontinence ("bladder or urinary problems or changes: stress urinary incontinene"), migraine ("migraines"), headache ("headaches"), allergy to metals ("nickel allergy"), uterine prolapse ("uterine prolapse"), cystitis ("bladder infection") and urinary tract infection ("urinary track infection"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), vaginal infection ("vaginal infections"), abdominal pain ("abdominal pain"), back pain ("low back pain"), neck pain ("neck pain"), pain in jaw ("jaw pain") and complication of device removal ("the essure coil began breaking into multiple areas making it very difficult to remove intact"). The patient was treated with antibiotics and surgery (hydrothermal ablation, hysterectomy with bilateral salpingectomy (B)(6) 2016, underwent a device removal surgery / (B)(6) 2016 bilateral salpingectomy and underwent a device removal surgery / (B)(6) 2016 bilateral salpingectomy removal of fallopian tubes). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage and dysmenorrhoea had resolved, the device breakage, uterine perforation, genital haemorrhage, abdominal pain lower, fatigue, vaginal infection, bacterial vulvovaginitis, pruritus, abdominal distension, diarrhoea, abdominal pain, neck pain, pain in jaw, complication of device removal, stress urinary incontinence, migraine, headache, allergy to metals, uterine prolapse, cystitis and urinary tract infection outcome was unknown and the back pain was resolving. The reporter provided no causality assessment for complication of device removal, device breakage and device dislocation with essure. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, back pain, bacterial vulvovaginitis, cystitis, diarrhoea, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, neck pain, pain in jaw, pelvic pain, pruritus, stress urinary incontinence, urinary tract infection, uterine perforation, uterine prolapse, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy in removal date, in removcal detail its mentioned as (B)(6) 2015. Date of insertion: (B)(6) 2011& (B)(6) 2010 removed date: (B)(6) 2016 & (B)(6) 2016. Discrepancy of essure confirmation test(s) conducted, specify: no diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: results: total bilateral occlusion that the procedure was successful and that I have a bicornuate uterus. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain. Batch number: 20222096, manufacture date: 2009-10, expiration date:2012-10. Batch number: 901335, manufacture date: 2011-09, expiration date: 2014-09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-mar-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain"), device breakage ("the essure coil began breaking"), uterine perforation ("perforation uterus"), device dislocation ("both inner and outer coils were removed from the abdomen"), menorrhagia ("abnormal bleeding (menorrhagia)") and genital haemorrhage ("abnormal bleeding") in a 28-year-old female patient who had essure (batch no. 20222096,901335) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included depression, anxiety, fatigue, chronic diarrhea, stomach pain, low back pain, neck pain, jaw pain, infection, vaginal bleeding and menorrhagia. Concomitant products included oral contraceptive nos, topiramate (topamax) since 2007 and zonisamide (zonegran) since 2007. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), pruritus ("itching of hands and feet") and abdominal distension ("bloating"). In 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), bacterial vulvovaginitis ("bacterial vaginitis"), dysmenorrhoea ("dysmenorrhea (cramping)"), diarrhoea ("chronic diarrhea"), stress urinary incontinence ("bladder or urinary problems or changes: stress urinary incontinene"), migraine ("migraines"), headache ("headaches"), allergy to metals ("nickel allergy"), uterine prolapse ("uterine prolapse"), cystitis ("bladder infection") and urinary tract infection ("urinary track infection"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), vaginal infection ("vaginal infections"), abdominal pain ("abdominal pain"), back pain ("low back pain"), neck pain ("neck pain"), pain in jaw ("jaw pain") and complication of device removal ("the essure coil began breaking into multiple areas making it very difficult to remove intact"). The patient was treated with antibiotics and surgery (hydrothermal ablation, hysterectomy with bilateral salpingectomy (B)(6) 2016, underwent a device removal surgery / (B)(6) 2016 bilateral salpingectomy and underwent a device removal surgery / (B)(6) 2016 bilateral salpingectomy removal of fallopian tubes). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage and dysmenorrhoea had resolved, the device breakage, uterine perforation, genital haemorrhage, abdominal pain lower, fatigue, vaginal infection, bacterial vulvovaginitis, pruritus, abdominal distension, diarrhoea, abdominal pain, neck pain, pain in jaw, complication of device removal, stress urinary incontinence, migraine, headache, allergy to metals, uterine prolapse, cystitis and urinary tract infection outcome was unknown and the back pain was resolving. The reporter provided no causality assessment for complication of device removal, device breakage and device dislocation with essure. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, back pain, bacterial vulvovaginitis, cystitis, diarrhoea, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, neck pain, pain in jaw, pelvic pain, pruritus, stress urinary incontinence, urinary tract infection, uterine perforation, uterine prolapse, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy in removal date, in removcal detail its mentioned as (B)(6) 2015 date of insertion: (B)(6) 2011 & (B)(6) 2010 removed date: (B)(6) 2016 & (B)(6) 2016. Discrepancy of essure confirmation test(s) conducted, specify:no diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: results: total bilateral occlusion that the procedure was successful and that I have a bicornuate uterus. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-jan-2019: pfs received reporter information was added,update,lot no added, concomitant history added, concomitant drug added, new event added stress urinary incontinene ,migraines, headaches, uterine prolapse, bladder infection, urinary tract infection,nickel allergy.update outcome pain,vaginal bleeding, menorrhagia. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain"), device breakage ("the essure coil began breaking"), device dislocation ("both inner and outer coils were removed from the abdomen") and genital haemorrhage ("abnormal bleeding") in a 28-year-old female patient who had essure (batch no. 20222096) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included depression, anxiety, fatigue, chronic diarrhea, stomach pain, low back pain, neck pain, jaw pain and infection. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), pruritus ("itching of hands and feet"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal distension ("bloating"). In 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant), bacterial vulvovaginitis ("bacterial vaginitis/infection (bacterial vaginitis)") and diarrhoea ("chronic diarrhea"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), vaginal infection ("vaginal infections"), abdominal pain ("abdominal pain"), back pain ("low back pain"), neck pain ("neck pain"), pain in jaw ("jaw pain") and complication of device removal ("the essure coil began breaking into multiple areas making it very difficult to remove intact"). The patient was treated with antibiotics and surgery (underwent a device removal surgery (B)(6) 2016 bilateral salpingectomy and underwent a device removal surgery(B)(6) 2016 bilateral salpingectomy removal of fallopian tubes). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and dysmenorrhoea had resolved, the device breakage, genital haemorrhage, menorrhagia, abdominal pain lower, fatigue, vaginal infection, vaginal haemorrhage, bacterial vulvovaginitis, pruritus, abdominal distension, diarrhoea, abdominal pain, neck pain, pain in jaw and complication of device removal outcome was unknown and the back pain was resolving. The reporter provided no causality assessment for complication of device removal, device breakage and device dislocation with essure. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, back pain, bacterial vulvovaginitis, diarrhoea, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, neck pain, pain in jaw, pelvic pain, pruritus, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy in removal date, in removal detail its mentioned as (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: results: total bilateral occlusion that the procedure was successful and that I have a bicornuate uterus. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain. Batch number: 20222096 manufacture date: 2009-10 expiration date:2012-10. Batch number: 901335 manufacture date: 2011-09 expiration date: 2014-09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-mar-2019: significant correction done reporter information, lot number (901335), concomitant drug, (zonegran, topamax ,pills) medical history (menorrhagia, vaginal bleeding) event- stress urinary incontinence ,migraines, headaches, uterine prolapse, bladder infection, urinary tract infection, nickel allergy & uterine perforation was deleted. Ablation removed as a surgery from menorrhagia. Outcomes of event- pain, vaginal bleeding, menorrhagia was deleted from previous follow up 02-jan-2019 incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain"), device breakage ("the essure coil began breaking"), device dislocation ("both inner and outer coils were removed from the abdomen") and genital haemorrhage ("abnormal bleeding") in a 28-year-old female patient who had essure (batch no. 20222096) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included depression, anxiety, fatigue, chronic diarrhea, stomach pain, low back pain, neck pain, jaw pain and infection. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), fatigue ("fatigue"), pruritus ("itching of hands and feet"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal distension ("bloating"). In 2011, the patient experienced bacterial vulvovaginitis ("bacterial vaginitis") and diarrhoea ("chronic diarrhea"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), vaginal infection ("vaginal infections"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), abdominal pain ("abdominal pain"), back pain ("low back pain"), neck pain ("neck pain"), pain in jaw ("jaw pain") and complication of device removal ("the essure coil began breaking into multiple areas making it very difficult to remove intact"). The patient was treated with antibiotics, surgery (underwent a device removal surgery / (B)(6) 2016 bilateral salpingectomy), surgery (underwent a device removal surgery / (B)(6) 2016 bilateral salpingectomy) and surgery (underwent a device removal surgery / (B)(6) 2016 bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain had resolved, the device breakage, genital haemorrhage, abdominal pain lower, fatigue, vaginal infection, vaginal haemorrhage, menorrhagia, bacterial vulvovaginitis, pruritus, dysmenorrhoea, abdominal distension, diarrhoea, abdominal pain, neck pain, pain in jaw and complication of device removal outcome was unknown and the back pain was resolving. The reporter provided no causality assessment for complication of device removal, device breakage and device dislocation with essure. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, back pain, bacterial vulvovaginitis, diarrhoea, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, neck pain, pain in jaw, pelvic pain, pruritus, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy in removal date, in removcal detail its mentioned as (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: total bilateral occlusion. (B)(6) 2010, hysterosalpingogram (hsg) result- total bilateral occlusion. That the procedure was successful and that I have a bicornuate uterus. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-aug-2018: quality safety evaluation of ptc (product technical complaint) incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain") and genital haemorrhage ("abnormal bleeding") in a 28-year-old female patient who had essure (batch no. 20222096) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included depression and anxiety. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), fatigue ("fatigue"), bacterial vulvovaginitis ("bacterial vaginitis"), pruritus ("itching of hands and feet"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal distension ("bloating"). In 2011, the patient experienced diarrhoea ("chronic diarrhea"). On an unknown date, the patient experienced abdominal pain lower ("cramping"), vaginal infection ("vaginal infections"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), abdominal pain ("abdominal pain"), back pain ("low back pain"), neck pain ("neck pain") and pain in jaw ("jaw pain"). The patient was treated with surgery (underwent a device removal surgery / bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain had resolved, the genital haemorrhage, abdominal pain lower, fatigue, vaginal infection, vaginal haemorrhage, menorrhagia, bacterial vulvovaginitis, pruritus, dysmenorrhoea, abdominal distension, diarrhoea, abdominal pain, neck pain and pain in jaw outcome was unknown and the back pain was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, back pain, bacterial vulvovaginitis, diarrhoea, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, neck pain, pain in jaw, pelvic pain, pruritus, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: total bilateral occlusion . Most recent follow-up information incorporated above includes: on (B)(6) 2018: events- "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), bacterial vaginitis, itching of hands and feet, dysmenorrhea (cramping), abnormal bleeding, bloating, chronic diarrhea, abdominal pain, low back pain, neck pain, jaw pain", reporter, lot number added from pfs. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain/chronic'), device breakage ('the essure coil began breaking'), device dislocation ('both inner and outer coils were removed from the abdomen') and genital haemorrhage ('abnormal bleeding / general abnormal bleeding') in a 28-year-old female patient who had essure (batch no. 20222096) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included depression, anxiety, fatigue, chronic diarrhea, stomach pain, low back pain, neck pain, jaw pain and infection. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), pruritus ("itching of hands and feet / allergy: rash/skin condition"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal distension ("bloating"). In 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant), bacterial vulvovaginitis ("bacterial vaginitis/infection (bacterial vaginitis)") and diarrhoea ("chronic diarrhea"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), vaginal infection ("vaginal infections"), abdominal pain ("abdominal pain"), back pain ("low back pain"), neck pain ("neck pain"), pain in jaw ("jaw pain"), complication of device removal ("the essure coil began breaking into multiple areas making it very difficult to remove intact"), psychological trauma ("psych injury"), urinary tract infection ("uti"), tooth disorder ("dental problems"), rash ("allergy: rash/skin condition") and skin disorder ("allergy: rash/skin condition"). The patient was treated with antibiotics and surgery (underwent a device removal surgery / (B)(6) 2016 bilateral salpingectomy and underwent a device removal surgery / (B)(6) 2016 bilateral salpingectomy removal of fallopian tubes). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and dysmenorrhoea had resolved, the device breakage, genital haemorrhage, menorrhagia, abdominal pain lower, fatigue, vaginal infection, vaginal haemorrhage, bacterial vulvovaginitis, pruritus, abdominal distension, diarrhoea, abdominal pain, neck pain, pain in jaw, complication of device removal, psychological trauma, urinary tract infection and tooth disorder outcome was unknown and the back pain was resolving. The reporter provided no causality assessment for complication of device removal, device breakage and device dislocation with essure. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, back pain, bacterial vulvovaginitis, diarrhoea, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, neck pain, pain in jaw, pelvic pain, pruritus, psychological trauma, rash, skin disorder, tooth disorder, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy in removal date, in removcal detail its mentioned as (B)(6) 2015. Plaintiff received treatment for psych injury. Discrepancy: essure confirmation test: no and previously hysterosalpingogram with result given. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: results: total bilateral occlusion that the procedure was successful and that I have a bicornuate uterus. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain. Batch number: 20222096, manufacture date: 2009-10, expiration date:2012-10. Batch number: 901335, manufacture date: 2011-09, expiration date: 2014-09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-sep-2019: pfs received: new events: psych injury, uti and dental problems were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), fatigue ("fatigue") and vaginal infection ("vaginal infections"). The patient was treated with surgery (underwent a device removal surgery). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain lower, fatigue and vaginal infection outcome was unknown. The reporter considered abdominal pain lower, fatigue, pelvic pain and vaginal infection to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.